Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change the color even though the 6f non-cordis sheath and exoseal were pulled back completely. The exoseal and vascular sheath introducer were removed and manual compression was used to achieve hemostasis. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal was prepped according to instructions for use (IFU) instructions. The 6f non-cordis vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The 6f non-cordis vascular sheath introducer locked against the handle assembly and an audible click was heard. During the use of an exoseal vascular closure device, it was reported that the physician pulled back the 6f non-cordis sheath and the exoseal after indicator wire deployed. Pulsatile flow was observed from the bleed-back indicator. The indicator window did not show any red color during retraction. The physician did not have the thumb placed on the plug deployment button during retraction. Upon removal from the patient, the indicator wire loop was deployed and visible, with no anomalies noted. The device was not attempted to be deployed outside the patient¿s body. A 6f non-cordis sheath was used. There was no access vessel tortuosity at the femoral puncture site. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. The physician achieved certification on the use of exoseal. The physician used the exoseal ten times per month prior to this procedure. This was an interventional procedure and a retrograde approach was used. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 6f was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was fully deployed. A 6f non-cordis catheter sheath introducer (csi) was returned and was inserted on the unit. The indicator window was received in the black/white position. No additional anomalies were observed during this visual analysis. A deployment simulation evaluation was performed. During this analysis, the deployment lever was fully depressed, resulting in indicator wire retraction and plug deployment as expected. Additionally, the indicator window shifted into the black, white, and red position. A high magnification evaluation was performed to assess the internal mechanism of the device. No abnormal conditions were observed during this analysis. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the window achieved full transition and the device successfully deployed. The internal mechanism showed no anomalies. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change the color even though the 6f non-cordis sheath and exoseal were pulled back completely. The exoseal and vascular sheath introducer were removed and manual compression was used to achieve hemostasis. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal was prepped according to instructions for use (IFU) instructions. The 6f non-cordis vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The 6f non-cordis vascular sheath introducer locked against the handle assembly and an audible click was heard. During the use of an exoseal vascular closure device, it was reported that the physician pulled back the 6f non-cordis sheath and the exoseal after indicator wire deployed. Pulsatile flow was observed from the bleed-back indicator. The indicator window did not show any red color during retraction. The physician did not have the thumb placed on the plug deployment button during retraction. Upon removal from the patient, the indicator wire loop was deployed and visible, with no anomalies noted. The device was not attempted to be deployed outside the patient¿s body. A 6f non-cordis sheath was used. There was no access vessel tortuosity at the femoral puncture site. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. The physician achieved certification on the use of exoseal. The physician used the exoseal ten times per month prior to this procedure. This was an interventional procedure and a retrograde approach was used. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.